Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-2366-50, serial/lot: (B)(4), description: linear 3-6 lead, 50cm; model: sc-2366-30, serial/lot: (B)(4), description: linear 3-6 lead, 30cm.

Event description:
A report was received that the patient's wound was not healing, therefore, the physician revised the skin above the lead. The physician suspected that either the lead had not been placed deep enough under the skin or that the lead had moved upwards.